Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported "capsular contracture, baker grade iii". This record is for the left side.

Event description:
Company representative reported a "I've been having some issues ". Patient later reported "is shifting, not sure if it's rupture or a slow leak, can tell something is going on, shooting pain that takes your breath away, headaches, joint pain, tingly, skin changes, rashes around my eyes and chest in between my breast but more on the left, skin on chest has suckling and discoloring, I have anxiety, inflammation on the chest". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.